Manufacturer narrative:
Product event summary #the device was returned and analyzed. Final analysis of the returned device was inconclusive.

Manufacturer narrative:
Product event summary - the device was returned and analyzed. The analysis was inconclusive, although the device will be analyzed further at a different location.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD)  could not be interrogated. The ICD was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant product: 2088tc, competitor implantable tachy lead, (B)(6) 2011. (B)(4).